Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self check test failed. The rse evaluated the device remotely. However, there is no further information available as the customer has declined the quote for any additional service. The device remains at the customer site and no further evaluation is warranted at this time. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer has declined any additional service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self check test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.